Event description:
Sterile packaging ripped as being passed into the sterile field.

Manufacturer narrative:
Only the packaging will be returned for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.